Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: five photos were included for evaluation; a hole was observed in the circuit. One sample was received for evaluation in used condition, in a plastic bag. The returned sample was visually inspected without magnification at 12¿ to 16¿ and normal conditions of illumination. During the visual inspection two holes were observed in the circuit, thus leaking could occur during use. The failure mode of ¿a0282 - leaking¿ was confirmed. (B)(4) was opened to address root cause investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
B3: date of event: month and year of event have been provided, but day is unknown. E1: initial reporter email unknown. E1: initial reporter last name unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a leak upon removal from package. There was no patient involvement and no patient harm reported.